Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for the implantable cardioverter defibrillator (ICD) system removal due to infection. The system including the ICD was explanted and replaced with a leadless pacemaker system. Patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Device communication was found to be normal with no other anomalies found. A device history record (DHR) review was performed and reported previously and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.